Event description:
It was reported that the physician attempted to induce the patient with dc fibber and failed. The patient returned to sinus on his own before external shocks could be delivered. When entering the dc fibber screen a second time, an error message was displayed that there was excessive current detection during shock delivery. The pocket was reopened and the device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the output anomaly was verified via review of printouts returned with the device. The high voltage lead impedance for ther apy delivered in 2008, was less than 10 ohms. It is believed that the rv lead was damaged.